Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins had an abnormally short operating time. The ins was explanted. There were no environmental/external factors reported. No symptoms were reported, and no further complications were anticipated.